Event description:
It was reported patient underwent a proximal tibia procedure on (B)(6) 2013. During the procedure, the screw stripped. Surgeon attempted to remove the screw with pliers and the head of the screw fractured. As a result, the threaded portion of the screw remains in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.